Event description:
Blocking of sophysa polaris valve at 200mmh2o (valve initially set at 200, in pseudotumor cerebri, with hypotension symptoms when pressure was lowered). Increasing headache from (B)(6) 2013, attempts to downregulate valve unsuccessful.

Manufacturer narrative:
The spva valve has been analyzed and the reported valve blocking has been duplicated. Indeed, according to the laboratory results, the valve is blocked in the highest pressure position (200 mmh2o), both at the state of return and after cleaning. This is explained by the presence of an adhesive and colourless layers on the rotor and the sliding wings. These deposits prevent the pressure adjustment system from functioning correctly. The presence of this layer is consistent with the info given by the neurosurgeon, stating that the proximal catheter was found obstructed during the valve explantation. In conclusion, the valve blocking was related to the obstruction of the other components of the shunt system. Shunt obstruction is a known short and long term complication described in the instructions for use.